Manufacturer narrative:
The last calibration performed on (B)(6) 2019 was acceptable, with signals slightly higher than expected. The first calibration performed the same day failed. Quality controls were within acceptable ranges. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). Medwatch field (B)(6).

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with the elecsys ca 125 ii assay on a cobas 6000 e 601 module. The sample initially resulted with a ca 125 value of 4.08 u/ml and this value was reported outside of the laboratory. The doctor questioned the result since it did not correspond with the patient's previous value of 60 u/ml. A second tube of the sample was then repeated twice on 24-jun-2019, resulting with values of 194.4 u/ml and 191 u/ml. All other analytes tested on the sample were repeated and there was no variation in the results. No adverse events were alleged to have occurred with the patient. The ca 125 reagent lot number was 368015, with an expiration date of 29-feb-2020.